Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was placed in multiple locations but could not get acceptable sensing measurements and no current of injury was detected. The physician tested the helix once the lead was removed from the patient and did not observe any issues. Another lead was implanted and was reported to have good sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.